Event description:
Patient in neuro ICU on a phenylephrine drip. The alaris infusion pump alarmed and the "critical alarm" screen appeared and the machine shut down. Staff immediately programmed another module without change in patient status. Please note patient was on high doses and might have sustained grave consequences if staff and machinery were not readily available.